Event description:
It was reported that the c-arm rotated beyond 90 degrees, now jammed. No injury reported. A field engineer was dispatched to the site and it was determined that the c-arm switches needed to be replaced.